Event description:
It was reported that there was an alert for an out of range shock impedance that was greater than 200 ohms, on this chronic right ventricular (rv) lead. Noise oversensing subsequently occurred, thought to be due to lead damage. This resulted in inappropriate anti-tachycardia pacing and shock therapy delivery. Trends also showed a pace impedance measurement that was greater than 2000 ohms. The lead was abandoned surgically, and the device was replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.